Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm. The customer stated that she was attempting to place a new reservoir and infusion set while filling the tubing when she received the alarm. The customer stated that she received a motor error alarm afterwards. The customer's blood glucose was unknown. Troubleshooting could not be performed at the time of the call. Advised customer to do a complete set change as soon as possible. Advised to call back when the alarm occurrs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.